Event description:
It was reported that spacers were implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l2-l3 and l3-l4 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information lumbar construct l2-l3-l4 with screws sparring l3 burst/compression fracture. Previous interbody device noted at l4/5. Fracture with pitting noted at noninstrumented l2. Interbody device at l3/4 and l4/5 without solid fusion. Axial t2 shows no nerve compression. Abundant scoliosis pitting above device and area of pseudoarthrosis.

Event description:
Medical interpretation: lumbar construct l2-l3-l4 with screws sparring l3 burst/compression fracture. Previous interbody device noted at l4/5. Fracture with pitting noted at noninstrumented l2. Interbody device at l3/4 and l4/5 without solid fusion. Axial t2 shows no nerve compression. Abundant scoliosis pitting above device and area of pseudoarthrosis.